Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving bupivacaine dose and concentration not reported via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The patient¿s medical history included chronic pain. On (B)(6) 2020 it was reported that the catheter was cut during back surgery. It was unknown if it was planned. The environmental, external or patient factors that may have led or contributed to the issue was the patient¿s back surgery (unrelated to the pump) requiring the catheter to be cut during surgery. There were no diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was the catheter was tied off in the spine and the pump was set to minimum rate. Surgical intervention did not occur, and it was unknown if surgical intervention was planned. The issue was not resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported regarding the event.

Event description:
Additional information received from a manufacturer representative (rep) and confirmed with a healthcare professional (hcp) reported the patient would not be taken for surgical intervention until they are healed from back surgery. The patient's weight was unknown at this time. The pump currently remains implanted. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.